Manufacturer narrative:
Product analysis result: visual hardness the tip of the driver has worn from what appears to be repeated use over time. The hardness of the driver was checked and is to print spec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unknown spinal surgery at l4-s1 due to pain. Intra-op, the tip of the driver fractured while removing the hardware. Non fragments of the instruments were remained inside the patient. No patient complications were reported as a result of this event.